Event description:
Reportedly, the preoperative patient was in good condition but his mid right coronary artery was 90% narrow with heavy calcification. During the percutaneous coronary intervention (pci) operation, the physician found that the xience v(2.75 x 28 mm) couldn't cross the lesion completely, so he wanted to pull out the stent delivery system, but the stent delivery system was stuck in the calcification. The physician had to implant the stent in the proximal end of the target lesion. The physician completed the pci case successfully by implanting a second stent into the distal end of the target lesion. The failure to cross the lesion was due to the patient anatomy and not due to the interaction of devices. No resistance was felt during the process. No other device issues or procedure issues were noted. The patient's final outcome is satisfactory. No patient effects. No clinically significant delay in the procedure reported because of the failure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to cross the lesion/resistance in the lesion and entanglement/difficulty removing the device from the anatomy could not be replicated in a testing environment as they were based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. The investigation has not been completed. A follow-up report will be submitted with all additional relevant information.